Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient lost their patient controller and is unable to disable MRI mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode.